Event description:
The customer alleged that there was no audio alarm. The mallinckrodt customer support engineer (cse) inspected the device and could not duplicate the alleged event. The unit passed extended self testing. The cse replaced the audio alarm as a precautionary measure. It is not verified that there was no audio alarm, and no malfunction may have occurred. There was no patient involvement.